Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to engage properly and became stretched after coming into contact with the chordae tendineae. The rv lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.